Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-mar-2019, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(4), ubd: 20-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said the leads are possibly broken. The caller is wondering if they can proceed with MRI. Technical services asked caller why patient thinks the leads may be broken and patient stated that in (B)(6) 2021 (about one week before his last MRI scan) he met with a manufacturer representative (rep) and she did a test and discovered this. Additional information was received from the patient clarifying the report of the leads possibly being broken by stating that the device was not charging, the manufacturer representative (rep) performed a diagnostic test and determined the leads were broken. The cause of the broken leads were unknown. It was reported that the leads would require surgery to repair them. The issue was not resolved at the time of the report but the patient would schedule surgery once their other health issue resolved. The patient weighed (B)(6) pounds at the time of the event. Additional information was received from the manufacturer representative (rep). The rep stated they saw the patient once. Rep would have reported a broken lead issue had she known about it and would have notified the hcp as well. Rep added that she would never use such language (broken lead). Rep speculated that patient may have impedance readings/issues that they could be confusing with broken leads. Rep had no further information.